Manufacturer narrative:
Turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC (B)(4). This event is currently under investigation. A follow-up report will be generated upon completion of the investigation.

Event description:
During the PICC placement procedure, device broke off at white hub and had to be replaced. No part of the device remained inside the patient. The patient had to have additional procedures and a replacement device was used. No adverse effects on the patient occurred and no adverse effects were contributed to this event.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, device history record, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. Physical examination of the complaint device confirms the white lumen is sheared from the catheter. Also the distal end of the catheter appears to be cut. Half of the catheter from the distal end is missing. Blood bio matter is on the catheter. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated to address this failure mode.